Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis

Event description:
Same case as MFR report #: 2134265-2008-03963, -03964, -03965 clinical trial it was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal resistance occurred. The index procedure identified and treated three target lesions. Target lesion one was a de novo, moderately calcified, moderately tortuous, type 1 bifurcation of the left main coronary artery to mid lad (left anterior descending) measuring 3.0x56mm with 90% stenosis. Target lesion one was treated with predilation, placement of two overlapping taxus liberte stents (3.5x32mm and 3.0x24mm), a taxus express2 stent, and post dilation resulting in 0% residual stenosis. Balloon withdrawal resistance of the taxus liberte delivery balloon was reported with both stents at target lesion one. Target lesion two was a de novo, mildly calcified, mildly tortuous, 1st diagonal lesion measuring 3.0x12mm with 70% stenosis. Target lesion two was treated with predilation, placement of a 3.0x16mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. Balloon withdrawal resistance of the taxus liberte stent delivery balloon was reported for the 3.0x16mm stent. Target lesion three was a de novo, mildly calcified, mildly tortuous, right postero-atrioventricular lesion measuring 3.0x45mm with 70% stenosis. Target lesion three was treated with predilation and placement of two overlapping taxus liberte stents (3.5x24mm and 3.0x28mm) resulting in 0% residual stenosis. Balloon withdrawal resistance of the taxus liberte delivery balloon was reported for the 3.5x24mm stent. The investigator reported that in all cases, the balloon withdrawal resistance was very mild, minimal. There were no reported patient complications as a result of this event.